Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implanted, the right atrial (ra) and right ventricular (rv) leads had dislodged. The leads were repositioned and remains in use. No patient complications have been reported as a result of this event.